Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, it was observed that the anvil of the device was slightly bent (misshapen), which meant that the cartridge could not be loaded correctly. As a result, it was observed that the gun would not close correctly. Faulty device replaced with the same like product to complete procedure. There were no issues with the second device. There was no patient consequence reported. The procedure was not extended.

Manufacturer narrative:
(B)(4).batch # p55l4e. The analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. No functional test was performed due the condition of the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.